Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced hypoglycemia and called emergency services, resulting in an ambulance transport and emergency room visit on (B)(6), 2025. While wearing the pod between 36 and 48 hours, the patient's blood glucose levels dropped to 43 mg/dl. Emergency medical services treated with glucose paste. In the ER, physicians monitored patient's blood glucose levels and discharged the patient the next day (B)(6) 2025. The patient also reported consuming cake and juice. The pod was removed at the emergency room.